Manufacturer narrative:
The device and leads were not explanted post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated leads were successfully implanted. It was noted that placement of the right ventricular (rv) lead took several positionings, but the lead was placed near the apex and acceptable measurements were obtained. However, when the physician was closing the device pocket, the patient had a cardiac arrest followed by a cardiac arrhythmia. The emergency team at the hospital attempted to resuscitate the patient for approximately 20 minutes, but the efforts failed and the patient died. The physician suspected the patient experienced another cardiac infarction. The physician did not believe the implanted products were responsible for the complication and death of the patient.